Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that she received a replacement insulin pump due to a high blood glucose level. She needed assistance setting up the replacement insulin pump. Customer's blood glucose level was 496 mg/dl. The customer treated her high blood glucose level with an injection. The device was not returned.